Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "error e118" is likely to have occurred due as a result of the failure of the printed circuit (v) board. Additionally, the phenomenon "error e116" was likely reported due to a failure of the motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that when starting up the visera 4k uhd camera control unit the device displayed e118 error , but the image and tissue could be seen clearly. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found e118 error was reported due to a faulty printed circuit board and the e116 error was reported due to a faulty motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.